Event description:
Event description cpi received information that this bipolar lead was removed from service. During the replacement of an implantable cardioverter defibrillator (ICD) this lead 'failed'. The physician elected to replace all the leads with a new endotak lead.